Event description:
On (B)(6) 2011, the patient reported e4 (occlusion) was displayed on the infusion device when he attempted to bolus. The infusion site was changed 3 days ago and the infusion tubing was changed 6 days ago. The adapter was not recently changed and he was advised to change it with every tenth insulin cartridge change. The patient disconnected from the infusion site and primed without error. He attached a new headset and he stated insulin leaked at the headset/tubing connection. The patient connected a new infusion tubing and headset and primed, and a1 (cartridge low) alert was displayed. The patient was assisted in changing the insulin cartridge. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. Courtesy adapters were sent. The infusion set was replaced and requested for evaluation.